Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) did not observe the roller pump display to be flickering. He placed the customer roller pump display into a lab use only (luo) roller pump. The roller pump was powered on and functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that the roller pump display would intermittently turn black and then orange and then return to normal. The fsr replaced the roller pump display. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump display was flickering. There was no patient involvement.